Event description:
It was reported during an a-fib procedure of a clarity study, an episode of diffuse edema occurred. It was stated that the event was anticipated and non-serious. The adverse event was resolved without sequelae. The patient date of recovery was (B)(6) 2010. Patient prognosis was excellent. It was also stated that the adverse event was definitely procedure related. It was unrelated to bwi device.

Manufacturer narrative:
Catheter was discarded by the customer and will not be returned for evaluation. (B)(4).